Event description:
On march 28, 2022, senseonics was made aware of an incident where patient reported infection at insertion site. The site was oozing and inflamed. The hcp confirmed the infection and took the transmitter and adhesive patch off to allow the skin to heal. Hcp prescribed antibiotics and the dermatologist prescribed optiderm salve.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint.